Event description:
A report was received stating that the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned for investigation. A review and evaluation of the event history log confirmed the error had occurred and resulted from a clutch release and plunger manipulation during infusion. The error could not be duplicated during testing. No evidence was found to suggest the reported event was caused by intrinsic product problem.